Event description:
On 6/26/2023, it was reported by a sales representative via email that a patient underwent a revision shoulder arthroplasty procedure on (B)(6) 2023 due to an infection and loosened baseplate. On (B)(6) 2023, the patient complained of pain after the original procedure on (B)(6) 20203. During the post-operative visit, radiographs indicated a loosened baseplate, but the infection type was not yet confirmed. During the revision surgery, an ar-9564-2433-lat glenosphere, an ar-9580-2420 baseplate, an ar-9582-20 modular post, an ar-9501-10s humeral stem, an ar-9502f-33cpc suture cup, an ar-9503xs-03 humeral insert, an ar-9504-06 humeral spacer, an ar-9562-24nl peripheral non-locking screw, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, and ar-9563-24 peripheral locking screw were explanted. The case was completed by taking cultures for further testing and placing antibiotic spacers. No additional arthrex products were implanted.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is confirmed based on the x-ray provided from the field. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.